Event description:
Depuy acromed received a medwatch form from the FDA. All contact information is redacted on the form. The complainant stated that the patient was implanted with pedicle screws and shortly after they broke. The patient had a revision surgery but there has been no significant improvement in the patient's pain level.